Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable troponin t hs results for one patient sample. The results were 42.29 ng/l and 33.41 ng/l. On(B)(6) 2016, the laboratory retested the sample and the results were 3.35 ng/l and 3.00 ng/l with a data flag. These results were believed to be correct. The erroneous results were reported outside the laboratory. The patient was not adversely affected. The reagent lot number was 138684. The expiration date was requested, but was not provided. A specific root cause could not be determined. Based on the reaction signals, an electromagnetic interference (emi) event was unlikely but was not excludable as a cause. As calibration and qc were acceptable, reagent issues were excluded . It was noted the sample clotting time and centrifugation conditions were insufficient. Therefore issues with the sample quality could be possible causes. No fibrin or clots were seen in the sample. Based on the provided analyzer performance data and alarm logs, instrument related root causes were unlikely. Other general possible causes include insufficient maintenance or contamination of the environment with the analyte.